Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery and when the pump was temporarily disconnected. After the alarm, the customer would change out the supplies to the pump. The customer's blood glucose level was in the 200-400 mg/dl range and a bolus of insulin was used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to help determine a possible cause of the occlusions.